Event description:
It was reported that pump housing around usb port appeared damaged and caller initially believed pump charging and operation were affected, including a shutdown related to this issue. There was no adverse impact to the customer's blood glucose level. Caller sent picture of damage, and technical support determined screws still held plastic around usb port securely, concluded issue was cosmetic only with no effect on pump function, and informed caller, who understood and acknowledged; no further corrective action was required.